Event description:
It was reported that the patient's vns showed high lead impedance. Device history record was reviewed for the suspect lead. The lead passed all quality control measures and no unresolved nonconformances were identified prior to distribution. The lead was sterilized prior to distribution. The patient underwent x-rays, and per the physician's review there were no clear lead breaks. No trauma to the vns location was noted, and the physician is unsure of what the cause of the high impedance is. The patient underwent full revision surgery due to high impedance. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.